Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057175) on (B)(6) 2015. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and myasthenia gravis ('myasthenia gravis') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thymectomy since 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myasthenia gravis (seriousness criteria hospitalization, disability and medically significant) with muscular weakness, dysphagia, muscular weakness, asthenopia and eye disorder. On an unknown date, the patient experienced device expulsion ("hsg done showed right tube not blocked/ one coil could not be visualized/ x-ray to locate the coil and it was not found"), headache ("headaches"), migraine ("migraines"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and fatigue ("fatigue/ chronic fatigue"). The patient was treated with petasites hybridus rhizome (petadolex), riboflavin (vitamin b2) and surgery (removal surgery for essure). Essure was removed. At the time of the report, the genital haemorrhage and migraine outcome was unknown and the myasthenia gravis, device expulsion, headache, pelvic pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain and fatigue had not resolved. The reporter provided no causality assessment for genital haemorrhage, headache and migraine with essure. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, discomfort, fatigue, menorrhagia, myasthenia gravis and pelvic pain to be related to essure. The reporter commented: discrepancy in essure removal date - insertion date and removal date both reported as (B)(6) 2008. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case,we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:mw5057175) on 09-oct-2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy bleeding') and myasthenia gravis ('myasthenia gravis'). In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: thymectomy since 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myasthenia gravis (seriousness criteria hospitalization, disability and medically significant). With muscular weakness, dysphagia, muscular weakness, asthenopia. And eye disorder. On an unknown date, the patient experienced device expulsion ("hsg done showed right tube not blocked/one coil could not be visualized/ x-ray to locate the coil, and it was not found"), headache ("headaches"), migraine ("migraines"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and fatigue ("fatigue/ chronic fatigue"). The patient was treated with petasites hybridus rhizome (petadolex), riboflavin (vitamin b2) and surgery (removal surgery for essure). Essure was removed. At the time of the report, the genital haemorrhage and migraine outcome was unknown. And the myasthenia gravis, device expulsion, headache, pelvic pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain and fatigue had not resolved. The reporter provided no causality assessment for genital haemorrhage, headache and migraine with essure. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, discomfort, fatigue, menorrhagia, myasthenia gravis and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy in essure removal date: insertion date and removal date both reported as (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic silver spring-like wire/one of the coils was never located'), genital haemorrhage ('heavy bleeding') and myasthenia gravis ('myasthenia gravis') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thymectomy since 2014. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced myasthenia gravis (seriousness criteria hospitalization, disability and medically significant) with muscular weakness, asthenopia and eye disorder. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysphagia ("weakness in her swallowing function"), device expulsion ("hsg done showed right tube not blocked/ one coil could not be visualized/ x-ray to locate the coil and it was not found"), headache ("headaches"), migraine ("migraines"), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and fatigue ("fatigue/ chronic fatigue"). The patient was treated with petasites hybridus rhizome (petadolex), riboflavin (vitamin b2) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, dysphagia and migraine outcome was unknown and the myasthenia gravis, device expulsion, headache, pelvic pain, discomfort, menorrhagia, back pain, abdominal distension, abdominal pain and fatigue had not resolved. The reporter provided no causality assessment for genital haemorrhage, headache and migraine with essure. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, discomfort, dysphagia, embedded device, fatigue, menorrhagia, myasthenia gravis and pelvic pain to be related to essure. The reporter commented: discrepancy in essure removal date - insertion date and removal date both reported as (B)(6) 2008. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received. Reporter information added. Event: embedded metallic silver spring-like wire/one of the coils was never located added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.